Manufacturer narrative:
The device was analyzed by service and repair. It was found the stim failed. The stim board and dsp board were replaced. The item was tested and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
This device was sent in for evaluation. During evaluation service and repair found the stim board failed. There was no patient involved.